Event description:
It was reported the patient received the following results within 15 minutes on 16-jul-2024: 346 mg/dl, 149 mg/dl and 157 mg/dl. It was reported the patient received the following results within 15 minutes on 23-jul-2024: 380 mg/dl, 110 mg/dl, 98 mg/dl and 426 mg/dl.